Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to turn her scs system's stimulation up. The patient stated she has been in a car accident and has lost a significant amount of weight. Follow-up information received identified the patient's scs lead was explanted and replaced.